Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a prime (load step malfunction) issue. It was reported that the pump dispensed insulin during the load cartridge step. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(4).

Manufacturer narrative:
Follow-up # 1 date of submission 07/07/2015-device evaluation: the pump has been returned and evaluated by product analysis on 06/19/2015 with the following findings: during a visual inspection of the pump, there was evidence of moisture contamination observed in the display lens. During evaluation, the pump powers on to the verify screen with vibratory and audible tones functioning. The pump would not move passed the verify screen. The keypad was intact but all of the buttons were unresponsive to button presses. The keypad pad was removed and no contamination was found under the button contacts. The battery compartment was observed to be cracked. A leak test was performed and a leak was found at the battery compartment crack. The pump was opened and there was evidence of moisture contamination observed throughout the inside of the pump. The keypad was unresponsive due to moisture damage on the keypad connector. The complaint of the load step malfunction issue was not able to be adequately investigated due to internal moisture damage in the pump.